Manufacturer narrative:
Investigation into the event determined that the root cause of the negatively biased valp qc results is unk. Info suggests that user error could be involved in the handling of the valp reagent packs. The customer was reminded of proper reagent pack handling and storage protocols.

Event description:
A customer observed negatively biased valp qc results on the vitros 5, 1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event. This report corresponds to ortho-clinical diagnostics inc.